Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
After the ion selective electrode (ise) sodium result for one patient sample was questioned by a physician, the customer ran qc which was out of range. She then pulled out the ise module and found bubbles in the tubing and in the sodium electrode. She replaced the sodium electrode. The field service representative found the ise tubing was leaking and replaced the damaged tubing. The customer ran calibration and qc with no issues. Eight samples from (B)(6) 2015 were repeated on (B)(6) 2015 and the results for four samples had to be corrected. Patient sample 1: original result was 148 mmol/l and repeat result was 137 mmol/l. Patient sample 2: original result was 158 and repeat result was 142 mmol/l. ((B)(6) female). Patient sample 3: original result was 150 and repeat result was 138 mmol/l. ((B)(6) female). This was the sample questioned by the physician. Patient sample 4: original result was 133 and repeat result was 139 mmol/l. ((B)(6) male). All of the results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The electrode lot number was 21543247 with an expiration date of 05/15/2015. Based on the provided data, a specific root cause could not be identified.